Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for pen needles with the incident lot was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd ultra-fine¿ insulin pen needle malfunctioned as ¿ the victoza medication leaks, without the pen being compressed. It also reports that the medication continues to leak after application¿ there was no report of injury or medical intervention needed.